Event description:
It was reported that "during the procedure according to IFU, the md found incision was made deeper than usual, and the tip of the tissue dilator was found to be damaged after inserting it once. The second product was also damaged and received. So, the md opened up the new kit to finish the procedure". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2025-00915 and 3006425876-2025-00914.

Manufacturer narrative:
(B)(4). The customer returned one dilator and lidstock for analysis. Signs of use in the form of biological material were observed on the returned device. Visual analysis revealed that the dilator tip was split in two locations. Microscopic examination revealed two non-linear splits/cracks on opposite sides of the dilator tip. No obvious evidence of stress were observed, however, the dilator tip was folded over itself at the distal opening. The dilator was split approximately 3-4mm down the body from the distal tip. The dilator length measured 4", which is within the specification limits of 3 3/4" - 4 1/4" per the dilator product drawing. The dilator outer diameter measured 3.46mm, which is within the specification limits of 3.43mm - 3.50mm per the dilator extrusion product drawing. The dilator inner diameter at the tip could not be accurately measured due to the damage. The returned dilator was functionally tested per the instructions for use (IFU) provided with this kit. The IFU states, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin." A lab inventory guidewire measuring 0.82mm was used for functional testing. The dilator was inserted over the guidewire, and slight resistance was encountered at the tip. However, the entire guidewire was able to pass with moderate application of force. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The customer report of dilator tip being damaged during use was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the dilator tip was split in two locations on opposite sides of the tip opening. R & d engineering, clinical and medical affairs (cma), and the manufacturing team were consulted regarding this complaint. A cross-functional review of the returned sample determined that the damage observed is inconsistent with that resulting from clinician use alone. The manufacturing team confirmed that they have not seen this type of damage presented on a dilator. Based on these circumstances, the root cause is undetermined, however, a non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "during the procedure according to IFU, the md found incision was made deeper than usual, and the tip of the tissue dilator was found to be damaged after inserting it once. The second product was also damaged and received. So, the md opened up the new kit to finish the procedure". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: (B)(4).